Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, high, out-of-range pacing impedance, decreased sensing, and increased capture threshold on the right ventricular (rv) lead was noted potentially due to clavicular crush. The lead was capped and replaced, and the patient was stable with no adverse consequences.